Event description:
Pt had pacemaker placed 7/96. 10/6/96 reportedly the pt passed out in the bathroom at home. Became conscious after 2-3 mins and was admitted to hosp for pacemaker replacement. No add'l unexpected negative results during hospitalization. Pacemaker generator normal, but pacemaker lead replaced. Discharged 10/10/96.